Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in australia. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during removal of a 3 mm headless screw, the driver attachment broke. Intra-operatively, the surgeon used a mallet in an attempt to advance the driver through ingrown bone, and the high-impact use resulted in chipping of the driver attachment. The attachment was deemed unusable and was discarded by hospital staff. Attempts have been made and no further information has been provided.